Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013 as part of the (B)(6). This complaint is being reported based on the event of upper respiratory tract infection treated with antibiotic. According to the complainant, the patient underwent his third bronchial thermoplasty treatment to the left and right upper lobes on (B)(6) 2013. During the procedure, the physician noticed that the array was inverted. The procedure was completed with a second alair catheter. Following the procedure on (B)(6) 2013, the patient experienced exacerbation of his asthma symptoms. Two days later, the patient reported feeling better and the event was considered resolved as of (B)(6) 2013. No medical intervention was required. No hospitalizations or emergency room visits occurred for this event. On (B)(6) 2013, the patient developed an upper respiratory tract infection (urti) with symptoms of increased wheezing and cough with green mucous production. On (B)(6) 2013, the patient visited her primary care physician (pcp) and was prescribed augmentin. The patient began taking the antibiotic on (B)(6) 2013 for seven days. No hospitalizations or emergency room visits occurred as a result of this event. The event is reported as not resolved. Baseline spirometry values: visit date: (B)(6) 2012. Pre-bronchodilator: fev1: 3.06, fev1 % predicted: 96.84, fvc: 3.76, fvc % predicted: 97.16. Post-bronchodilator: fev1: 3.17, fev1 % predicted: 100.32, fvc: 3.82, fvc % predicted: 98.71.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013 as part of the (B)(4) clinical study. This complaint is being reported based on the event of upper respiratory tract infection treated with antibiotic. According to the complainant, the patient underwent his third bronchial thermoplasty treatment to the left and right upper lobes on (B)(6) 2013. During the procedure, the physician noticed that the array was inverted. The procedure was completed with a second alair catheter. Following the procedure on (B)(6) 2013, the patient experienced exacerbation of his asthma symptoms. Two days later, the patient reported feeling better and the event was considered resolved as of (B)(6) 2013. No medical intervention was required. No hospitalizations or emergency room visits occurred for this event. On (B)(6) 2013, the patient developed an upper respiratory tract infection (urti) with symptoms of increased wheezing and cough with green mucous production. On (B)(6) 2013, the patient visited her primary care physician (pcp) and was prescribed augmentin. The patient began taking the antibiotic on (B)(6) 2013 for seven days. No hospitalizations or emergency room visits occurred as a result of this event. The event is reported as not resolved. **additional information received since (B)(4) 2013** on (B)(6) 2013, the patient developed an upper respiratory tract infection (urti) with symptoms of increased wheezing and cough with green mucous production. On (B)(6) 2013, prednisone was added to the patient's treatment. On (B)(6) 2013, the event of urti was considered to be resolved.

Manufacturer narrative:
(B)(6). (B)(4). A visual examination of the returned device found that the first electrode of the array was bent. In addition, the proximal shaft was found to be bent at approximately 19.0" when measured from the distal tip of the catheter. No other issues were found. A review of the device history record (DHR) confirmed that the device met all specification requirements, allowing it to be released for distribution. A search of the complaint database revealed that no other similar complaints exist for the reported batch number. A labeling review was performed and it was noted that asthma exacerbation and upper respiratory tract infection are listed in the directions for use (dfu) as possible adverse events that may occur. Therefore, the most probable root cause classification is anticipated procedural complication. (B)(4): operational problem is being used to capture the bent array and bent catheter.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013 as part of the post approval 2 (pas2) clinical study. This complaint is being reported based on the event of upper respiratory tract infection treated with antibiotic. According to the complainant, the patient underwent his third bronchial thermoplasty treatment to the left and right upper lobes on (B)(6) 2013. During the procedure, the physician noticed that the array was inverted. The procedure was completed with a second alair catheter. Following the procedure on (B)(6) 2013, the patient experienced exacerbation of his asthma symptoms. Two days later, the patient reported feeling better and the event was considered resolved as of (B)(6) 2013. No medical intervention was required. No hospitalizations or emergency room visits occurred for this event. On (B)(6) 2013, the patient developed an upper respiratory tract infection (urti) with symptoms of increased wheezing and cough with green mucous production. On (B)(6) 2013, the patient visited her primary care physician (pcp) and was prescribed augmentin. The patient began taking the antibiotic on (B)(6) 2013 for seven days. No hospitalizations or emergency room visits occurred as a result of this event. The event is reported as not resolved. Additional information received since (B)(4) 2013: on (B)(6) 2013, the patient developed an upper respiratory tract infection (urti) with symptoms of increased wheezing and cough with green mucous production. On (B)(6) 2013, prednisone was added to the patient's treatment. On (B)(6) 2013, the event of urti was considered to be resolved. Additional information received since (B)(4) 2014: according to the complainant, one of the symptoms (mild atelectasis) of the urti did not stop until (B)(6) 2013. The patient was treated with prednisone taper; therefore, the urti was considered resolved on (B)(6) 2014.

Manufacturer narrative:
(B)(4). Study source: post-FDA approval clinical trial evaluating bronchial thermoplasty in severe persistent asthma (pas2).